Event description:
Last month we did a case with a lady who received on both sides a proximal tibia replacement. The surgeries went well but today I received this foto. The screw which fixates the patella tendon to the prosthesis came out. The doctor want to replace it on 17th of may. For this case we need the right screw and if possible a bit longer than the current one.[customer]

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Last month we did a case with a lady who received on both sides a proximal tibia replacement. The surgeries went well but today I received this foto. The screw which fixates the patella tendon to the prosthesis came out. The doctor want to replace it on (B)(6). For this case we need the right screw and if possible a bit longer than the current one. Update: original operation date: (B)(6), additional operation date; (B)(6). Recent we did a two site mega-c operation revision indication with big bone loss at the tibia. Tibial replacement on both sites. This was 2 and 3 months ago. 2 weeks ago, we did a re-fixation of the tibial screws on the left side. No new screws were used, just a tighning of the screws.[customer].